Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported during an endoscopic vessel harvesting procedure, that the plastic tip on the end of the vasoview hemopro 2 cracked between the two tips but the plastic itself stayed intact. A new device was opened. There were no procedural delayed reported. Patient examined and no harm was done to patient.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 10/14/2025. An investigation was conducted on 10/14/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the jaws of the device. Heavy char was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the hot jaw was observed to be intact. The clear silicone insulation on the hot jaw was observed to be peeled back, exposing the hot metal jaw tip. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed as well as the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000498311 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.